Event description:
Material# unknown batch# unknown it was reported by customer that they find the tubing kinked near the air-in-line detector. Rcc received a complaint via email. Email(s) attached ¿clinician stated having air-in line alarms both with and without visible air. Sometimes the clinician stated she will find the tubing¿ kinked¿ near the air-in-line detector. No additional information provided. (B)(4) .¿ has the kinked tubing been referenced in a complaint? Yes, ¿kinked tubing¿ would be a disposable complaint. I just wanted to double check and make sure it wasn¿t included in a separate complaint already.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.